Manufacturer narrative:
Investigation revealed that this failure mode is the result of user neglect / abuse. The wheelchair has been inspected by the dealer who reported that this malfunction is contributed to impact damage from inadvertently running into obstacles. The customer continued use of the device after reporting damages and pursued repairing the wheelchair themselves by using duct tape to secure footplates. As a result, the footplates were not set to the proper position and started to rub the patient's feet and eventually sustaining injury. Permobil cautions customers not to use the product if accidental damages occur until repairs can be performed by a certified technician. Permobil also cautions customers not to make unauthorized modifications to avoid risk of injury, further damages to the product or personal property. In conclusion, the end user failed to adhere to the warning labels found in the owner's manual. The dealer has been supplied the spare parts needed to complete repair and restore product back to specification. The DHR for the device was reviewed and the wheelchair met specification prior to distribution. Note: evaluation summary is not attached to MDR because a visual inspection was done in the field to confirm the complaint.

Event description:
The complainant stated that the leg rest assembly on the suspect wheelchair is broken without disclosing a reason for this event. The complainant has repaired the leg rest assembly with duct tape in an attempt to keep the footplates usable until the wheelchair can be serviced by the complainant's dealer. Due to the delay in service by the dealer, the complainant alleged development of a pressure sore on the soles of end user's feet."